Event description:
Customer reported the respiratory therapist found a small pin hole in circuit during use on a patient. No patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). One 780-07kit, 780-07 circuit w/ column was received for investigation. Upon receipt the circuit was visually examined for any signs of abuse/misuse/damage. Nothing was noted. The 780-07 circuit was connected to an in-house lab leak tester and 60 +/- 3 cm/h2o of pressure was applied to the circuit. The iso standard states the maximum leak value cannot exceed 70 ml/min. Once the pressure was applied to the circuit the leak rate was so profuse a leak rate value could not be recorded. After further visual inspection the leak was discovered. Just below the mid line temp port connector (patient side) of the inspiratory limb, the leak tester helped identify two small holes (tears) causing the profuse leaking. Based on the investigation performed, the reported complaint was confirmed. The tears/holes discovered at leak test are not indicative of manufacturing related processes. A root cause for the holes could not be established.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the respiratory therapist found a small pin hole in circuit during use on a patient. No patient harm reported. Patient condition reported as "fine".